Event description:
Retroperitoneal bleed. The pt underwent an interventional cardiac catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The pvs procedure went without incident and resulted in a perfectly dry closure according to the co rep who was in attendance. Two hours after the pvs procedure, the pt was found with no blood pressure and could not be resuscitated. An autopsy the next morning showed the cause of death to be a retroperitoneal bleed. The pt had also apparently developed electromyocardiodissociation. The source of the bleed could not be identified. However, the site of the pvs closure remained perfectly dry with no signs of hematoma.